Manufacturer narrative:
D9 - date returned to mfg:07-jan-2025. H3: one device was received for evaluation. No previous repair was noted in the last 12 months. The reported problem was confirmed as contamination was found on the downstream occlusion (dso) sensor assembly. Also, the front peizo wires were found to be damaged upon disassembly of the dso sensor. They cleaned the surrounding chassis free of contamination to resolve reported issue. The front peizo will be repaired.

Event description:
It was reported that the device had a downstream occlusion error. No additional information was provided.

Manufacturer narrative:
B3: date of event is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.